Manufacturer narrative:
(B)(4). It was reported that a patient experienced a breach in aseptic technique which resulted in the previously reported peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as there was a change in the patients¿ caregiver. On the day of onset, the patient was hospitalized for the previously reported peritonitis event (previously, it was reported that the patient was hospitalized for an unreported indication). Treatment for the previously reported peritonitis event began on the day of onset and was discontinued twenty-four days later. Twenty-four days after onset of the previously reported peritonitis, dianeal therapies were discontinued (previously, dianeal therapies were reported to be ongoing). The care plan was to remove the peritoneal dialysis catheter and transfer the patient to hemodialysis therapy. After twenty-four days of hospitalization, the patient was discharged. The patient was not recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering). It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in the previously reported peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. Two days prior to the onset of peritonitis, the patient was hospitalized for an unreported indication. It was not reported if hospitalization was prolonged due to the peritonitis. The cause of peritonitis was not determined. On the same day as the onset of peritonitis, the patient began treatment with cefazolin (intraperitoneal, 2 grams daily, duration not reported) and gentamicin (intraperitoneal, 80 milligram daily, duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event, and antibiotic treatment was ongoing. No additional information is available.